Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2012, the patient presented emergently with chest pain. On the same day, the patient was hospitalized for further treatment and cardiac catheterization. Percutaneous transluminal coronary angioplasty (ptca) with balloon angioplasty was performed in order to treat the 90% focal overlap severe intra-stent restenosis in proximal right coronary artery (rca). A day post-procedure, the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Date of birth: 1930. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2011, the patient presented due to stable angina. The index procedure and coronary angiography were performed. Target lesion #1 was a de novo lesion located in the ostial segment of proximal right coronary artery (rca) with 84% stenosis and was 10.0 mm long with a reference vessel diameter of 3.3mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.00mmx16mm promus element drug-eluting stent, post dilatation residual stenosis was 5%. Target lesion #2 was a de novo lesion located in the mid rca with 71% stenosis and was 14.0mm long with a reference vessel diameter of 3.0mm. Target lesion #2 was treated with pre-dilatation and placement of a 3.00mmx16mm promus element drug-eluting stent with 12% residual stenosis. On the following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient presented with chest pain and was hospitalized on the same day. Coronary angiography was performed and revealed the rca dominant vessel with severe intrastent restenosis lesion at the ostium of the rca study stent. The study stent at second segment was patent; diffuse arteritis at distal end. The 90% focal overlap isr noted in proximal rca was treated with balloon angioplasty and placement of bare metal stent. Post treatment residual stenosis was 5%. One day post-procedure, the event was considered to be resolved without residual effects and patient was discharged on the same day.